Manufacturer narrative:
The reported event of failure to capture was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited loss of capture with unipolar pacing. It was also noted that the lead helix failed to extend and retract after multiple attempts at repositioning. The lead was not used and replaced during the procedure. The patient was in stable condition.